Manufacturer narrative:
Quality control recovery was ok, showing no indication of a reagent or instrument performance issue. The sample centrifugation time was shorter than recommended by the tube manufacturer. Upon review of the alarm trace, multiple sample clot detection alarms were noted on the date of the event near the time the sample was processed. This is an indication of possible poor sample quality. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). Medwatch field UDI number: (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. The sample initially resulted in a ft4 value of 51.1 pmol/l and this value was reported outside of the laboratory. The sample was repeated on 08-jun-2021, resulting in a value of 11.7 pmol/l. A corrected report was issued. The ft4 reagent lot number and expiration date were requested, but not provided.